Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch, regarding the same issue, from the same customer, closed as not confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in our stock in b. Braun surgical's warehouse. We have received 201 closed samples for analysis. When we have conducted rotation test in closed samples received, we have noticed that in 148, threads break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there is a previous complaint in the products manufactured with the same thread raw material batch as the used in this product, closed as not confirmed. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that during surgery the suture broke several times. In the operating room, during surgery, the suture broke and had to be replaced three times. This is presumed to be a batch issue. Additional information: the sales colleague refers that no other information is available. We only know that it was a gynecological intervention.